Event description:
Subject requested to come in early for a device check because of discomfort and movement of ICD. ICD found to have migrated to the left and was affecting arm movement. Plans made for revision and sub muscular implant on (B)(6) 2013.

Manufacturer narrative:
Per celestial adverse event form, this patient had the entire system removed on (B)(6) 2013. The system was not replaced due to concerns of pre-erosion/infection. Upon receipt, the device was interrogated, revealing the battery status mol. The device was implanted for 29 months and 10 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. The available iegm's showed a normal device behavior while the device was implanted and in service. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional. The analysis of the available iegm's showed a flawless device behavior while the device was implanted and in service. There was no indication of a material or manufacturing problem.